Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: underweight, broken. A microscopic analysis was performed which identify a sharp broken in the posterior based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) broken . -missing piece of the shell assessed inconclusive.

Event description:
Patient reported right side rupture and exchange from textured to smooth breast implants due to her concern with the product. Health care professional later confirmed right side rupture. The device has been explanted and replaced.

Event description:
Patient reported right side rupture and exchange from textured to smooth breast implants due to her concern with the product. Health care professional later confirmed right side rupture. The device has been explanted and replaced.